Event description:
Approx three months after implantation of two cypher stents, the pt was re-admitted in 2008 with chest pain, shortness of breath, and diaphoresis. Cardiac enzymes were performed and the pt was described to experience a non-st elevation myocardial infarction. Coronary angiography identified a thrombotic lesion at the target lesion in the lcx. The lesion was treated with percutaneous transluminal coronary angiography (ptca) three weeks later. The pt was discharged in stable condition eight days after the original date. The pt was admitted three months prior to original date, with epigastric pain radiating to the chest. The pain was relieved with nitroglycerine. Admission ECG was performed. Coronary angiography revealed 95% in-stent diameter stenosis in the proximal left circumflex (lcx). Successful percutaneous coronary intervention three weeks later, deployed two cypher stents, measuring 2.5mm x 13mm and 2.5mm x 8mm, to the proximal lcx. There was 0% residual stenosis and timi 3 flow post procedure. The pt was discharged in stable condition three days later. Cypher products are unk; however, over-the-wire cyphers were used during the procedure. The 95% instent diameter stenosis found on the coronary angiography the same month, was a restenosis of a paclitaxel stent and was treated with two cypher stents.

Manufacturer narrative:
Please note that this info was previously provided as initial info under regulatory report number 3003742446-2009-00052; however, additional info has been provided, therefore, this info being submitted under this regulatory report number. Please note that this product is not available for analysis as stated. Additional info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with mfg report number 3007422446-2009-00052.